Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injuries, infections, pain, discharge and multiple corrective surgeries.

Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and dfmea to review.